Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead dislodgement. The lead was dislodged after splitting and the physician had difficulty to flushing the lead. Whisper wire would not advanced past what appeared to be a kink near the electrodes of the lead this lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead dislodgement. The lead was dislodged after splitting and the physician had difficulty to flushing the lead. Hence, the whisper wire would not advance past what appeared to be a kink near the electrodes of the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. No guidewire was returned with the lead. There was dried blood or body fluid noted in the lead lumens. Also, deformed conductor coils were noted approx. The lead underwent a guidewire insertion test which failed approximately 7 millimeters (mm) from the tip at a kink location in the lead. There was foreign material noted at this location. Analysis on prior leads has shown the foreign material was likely an agglomeration of blood or body fluid and possibly polymer from the lead/guidewire interaction. Laboratory analysis confirmed the reported allegation.